Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding product used for artificial vertebral body surgery. It was reported that the screw backed out when attempting to put in, could only be tightened halfway and then could not be turned further. There were no further complications or symptoms reported regarding the reported event. Additional information was received via manufacturer representative that the event occurred during preparation for surgery.

Manufacturer narrative:
E: first name, last name and facility details are unknown. G2: country of origin is china. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.